Manufacturer narrative:
Central leak. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis; therefore, the reported event could not be confirmed. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Almost all pericardial bioprosthesis have some level of central leak post-operatively, especially when systolic pressure is low and/or prior to protamine administration and is usually tolerated by patients. Central regurgitant jets observed in studies conducted on the perimount pericardial valve in the immediate post-implant setting have been evaluated to be trivial in magnitude, size, and velocity. In this case, the op report documents sutures that had pulled through the patient's annulus causing the pvl. The pvl jet was also preventing a leaflet from closing adequately. In this case, there is insufficient information to conclusively determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 months due to severe central and perivalvular leak (pvl). Per the op report, the patient underwent aortic valve replacement on (B)(6) 2013 with a 25 mm edwards magna tissue valve. His postoperative course was complicated by renal failure and he subsequently had failure to thrive with significant fluid retention and lack of energy. Workup revealed severe central and aortic regurgitation and pvl with one of the leaflets not closing properly. The decision was made to re-replace the aortic valve. Operative findings: the patient had severe aortic insufficiency due to a pvl underneath the left main coronary artery. It appeared that the sutures had pulled through the annulus. There was no evidence of endocarditis. The one leaflet was not closing it appeared because of the pvl jet jetting onto the leaflet of the valve and preventing it from closing adequately. The explanted device was replaced with another 25 mm edwards magna tissue valve. At the end of the procedure, he had a well-functioning valve with no central nor pvl.